Event description:
It was reported that a femoral ivc filter would not deploy. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The femoral delivery system and the pusher wire were returned, without the filter, the dilator, or the sheath. Received the pusher wire inserted through the y-body and storage tube. There were no y-body or storage tube defects except some longitudinal scratches on the storage tube which were within normal use. The tight spine was observed under the microsope and all slots appeared normal. All the measurementes that were taken, were within specification. Based on the sample that was returned, this complaint is inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU- the current IFU (instructions for use) states the following: do not delivery the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introucer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advanced only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. Delivery of the g2 filter through the introducer catheter is advanced only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.